Event description:
Event description guidant received information that this patient's atrial and ventricular leads exhibited an impedance greater than 2500 ohms 19.4 months post implant. Both leads showed noise on egm's, but there was more noise with the atrial lead (model 4087). Capture and sensing were both poor. Both leads were explanted. An insulation break was noted on the ventricular lead (model 4088).